Event description:
A pt service representative contacted zoll customer support to report a (B)(6) male pt electrode belt connector was loose. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent belt connector pins) has been confirmed. Upon evaluation, the trunk cable connector pins were bent. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt connector pins. The pt received a replacement electrode belt.